Event description:
Prostar xl femoral artery access closure device failed to fully deploy one of 4 needles causing no harm to the patient. The device was inserted over the wire as usual and the wire was removed gently. The doctor was pulling the needles out with his hemostat when he noticed that only 3 out of 4 needles were visible. He backed the system far enough to rewire the device. He finished pulling the needles all the way out and cut the sutures so that it would be removed with the "twin" needle (3rd) thus giving us only one suture system in the prostar to work with. The remaining suture system worked and at the end of the case the sheath insertion site was successfully closed.